Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the medstation was not communicating. A field service engineer (fse) checked the admin profile and found that the station was connected wirelessly to the network with a address. Since the network was unreliable, the fse switched the connection to the wireless network using a static internet protocol address, and configured the gateway, subnet, and internet protocol addresses. After rebooting, the fse was able to log in, and the station successfully communicated. The fse waited until the critical override turned off. The customer was able to log into the station, and order transmission was verified. All functions were confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device.